Event description:
Foley bag leaking upon arrival of patient to unit. This was the second leaking foley bag. The first leaking bag event occurred in the prior nursing unit.event failure entered as "hole in foley bag". The only identifier for the 2nd bag is (B)(4) which may be the lot number.